Event description:
The complainant reported that impella cp was placed without issues and started on auto. The peel away sheath was removed, and hematoma was noted. Pressure held; forward tension sutures placed, and hematoma remained. Pressure continued and figure 8 suture placed, and bleeding subsided. Hematoma remained and continued. Another dose of 10mg protamine given and hematoma mashed out and bleeding stopped. Femstop placed prophylactically on pressure of 60. Groin soft and not bleeding before leaving cath lab. Additionally the patient had episode of sustained ventricular tachycardia requiring cardioversion. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation into access site bleeding and vf/vt/af/at has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined. G1 reporting contact email was reported incorrectly on manufacturer device report 1220648-2024-22950.